Event description:
According to the reporter, on (B)(6) 2017, during laparoscopic hernia repair, the device was unable to shoot after firing 15 tacks. It was found out that the opening of the shaft was split and was unable to be taken out. Another similar device was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device with 30 tacks and three photographs of the unit. The visual inspection of the photographs and the product confirmed the distal end of the tube shaft was dented inward. The tube shaft was also bent. Functional testing was precluded due to the observed damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of these conditions may occur if the instrument is applied with excessive force or side load, causing excess torque on the rotating helices and tube shaft which can cause poor tack penetration. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.